Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. No fluid leaks in the test cassette during the test treatment. Passed mushroom head check. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient found a fluid leak following treatment. The fluid was leaking from the cassette door. The patient was instructed to complete treatments with manuals until a replacement cycler arrived. Additional information has been solicited but not made available. No adverse event reported at this time.